Manufacturer narrative:
Exact event date is unknown; therefore, event date is approximated.

Event description:
It was reported that implant shift occurred. On (B)(6) 2019, the patient underwent a watchman left atrial appendage (laa) closure procedure. The 24 mm watchman laa closure device met release criteria and was successfully implanted. The patient presented for 45 day follow-up for which it was noted that the device had shifted proximally from where it was positioned at implant. No interventions were performed. The patient will remain on oral anticoagulants, and will present back in 4-6 weeks for another transesophageal echocardiogram (tee) to determine further course of action.